Event description:
It was reported that there was high impedance on the ventricular lead, as well as impedance jumps. A patient alert was triggered and the patient reported to his doctor. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was high impedance on the ventricular lead. A patient alert was triggered and the patient reported to his doctor. No action was taken at the time as the patient could hear the alarm reliably. On follow up several weeks later there were further impedance jumps so the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was tissue on the helix.

Event description:
It was reported that there was high impedance on the ventricular lead. A patient alert was triggered and the patient reported to their doctor. No action was taken at the time as the patient could hear the alarm reliably. On follow up several weeks later there were further impedance jumps so the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.